Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The foreign material could not be removed and was suspected to be tissue glue. The air/water feeding was not smooth. The channel tube was leaking. The insertion section was wrinkled. The protector and suction cylinder were worn. Switch one (1) failed. Switch two (2) failed due to a damaged switch box. The objective lens was scratched. The light guide tube was wrinkled. The insertion section was very worn. The identification line of seventy (70) centimeters was missing. The name plate was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during preparation for use for a diagnostic gastroscopy, the air/water could not pass in the evis lucera gastrointestinal videoscope smoothly. The nozzle was clogged with foreign material. The scope was being used with the evis lucera elite video system center. The intended procedure was completed with a similar device. The procedure was not delayed more than fifteen (15) minutes. The patient was not under general anesthesia. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the cause of foreign material clogged in the nozzle was likely from injected medical glue via the endo therapy accessories during the procedure. Due to mishandling of the accessories, medical glue adhered to the distal end while withdrawing the accessories and the medical glue adhered in the air/water nozzle and remained. The following information is stated in the instructions for use which may have prevented the event: "warning: do not withdraw the endo therapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur." Olympus will continue to monitor field performance for this device.